Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak probably due to a loose flushing connection. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and ultrasound probe, and the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the elevator channel plug was loose. Due to wear of the forceps elevator, lock engagement lever, the upward/downward angulation control knob could not be locked securely. The ceiling plate in the control body unit was deformed. The suction cylinder had discoloration. Due to damage on the ultrasonic probe, the number of missing element exceeds the standard value. Due to peeling of the acoustic lens, the displayed ultrasound image was defective. The acoustic lens was damaged. The adhesive on the bending section cover was detached. The connecting tube had a buckling. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the probable cause of the issue was likely due to physical stress such as dropping / knocking during user handling/mishandling. Additionally, a definitive root cause of the acoustic lens peeling could not be determined, however, the issue was likely the result of chemical stress during the cleaning/sanitization process. The event can be detected/prevented by following the instructions for use which state: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.